Manufacturer narrative:
(B)(4). Report source - foreign - germany. Multiple reports were filed for this event, please see associated reports 0009613350-2022-00491, 0009613350-2022-00493, 0009613350-2022-00495. Concomitant associated products: item name: allofit it allo-c shell 54/jj, item number: 00-8755-054-00, lot number: : 2758375. Item name: cls spotorno hip stems, item number: 29.00.39-150, lot number: 2757740. Item name: biolox delta taper liner, item number:00-8775-011-36, lot number:2758110.

Event description:
It was reported by the patient that they are experiencing increasing pain and potential metal allergy. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. The root cause of the reported issue is considered not related to any device non-conformance. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.